Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the noisy image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd autoclavable camera head had image flickering during the therapeutic cholecystectomy procedure. The patient was not under sedation at this time. The facility completed the procedure using the same device. There was no delay, harm or injury to the patient or user associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers¿ allegation of intermittent display was not confirmed. It was discovered, the image became noisy which is visible in the sway in the cable due to a faulty cable. In addition, the coupler was found stuck when rotating due to loosening/falling off/damage/deformation/or foreign material of the coupler components. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.